Event description:
It was reported that when a patient presented to the ER after receiving inappropriate atp and hv therapy, post-sensed t-wave oversensing was observed on the ventricular channel via review of stored egm. Programming changes were made. The patient was in stable condition afterwards.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.